Event description:
It was reported that alert/notification settings issue occurred. According to the reporter, on (B)(6) 2025, the patient experienced a failure to alert. It was unknown if the patient experienced a hypoglycemic or hyperglycemic event, but the patient was rushed to the hospital due to the missed alert. There was no documentation of further medical evaluation or intervention. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).